Event description:
It was reported the customer had an incident yesterday where chemo was leaking from area during administration onto the patient¿s arm. Despite changing the needleless connector, it kept leaking. Customer moved the line to the other connection, and it did not leak any further.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hub leak is confirmed but the exact cause remains unknown. One photo sample of a safestep infusion set was provided for evaluation. The proximal luer adapter is being held and appears to be attached to a non-bd extension set. Dried, white residues are visible at the interface between the safestep luer hub and extension set. No apparent breaks in the tubing or hub materials can be clearly observed. Based on the information provided, possible contributing factors include connector interference issue, loose connection, and damaged/cracked connector. Since evidence of a leak and residues at the connector interface was noted, the complaint is confirmed; however, the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the customer had an incident yesterday where chemo was leaking from area during administration onto the patient¿s arm. Despite changing the needleless connector, it kept leaking. Customer moved the line to the other connection, and it did not leak any further.